Event description:
A (B)(6) female on (B)(4) study for borderline resectable pancreatic adenocarcinoma presented to outside facility emergency department on (B)(6) 2016 for intractable nausea and vomiting. She was found to have severe anemia with hgb 7.2 and received 2 units of prbc's. Post emesis she developed epigastric and chest pain. Work-up for cardiac etiology was negative. The nausea/vomiting is related to chemo and rt and was a grade 3 event. Therapy dates: (B)(6) 2016 - present.